Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented for follow up in clinic. Upon interrogation, it was it was found that there was noise on unidentified origin in the ventricular and atrial channels. Some episodes presented characteristics of noise from electromagnetic interference sources, while others presented characteristics of lead fracture or insulation breach. As it was not possible to identify the origin of the noise, no intervention was performed and the patient would be monitored. There were no consequences to the patient.